Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys probnp ii immunoassay results for one patient. The erroneous results were reported outside of the laboratory and were believed to be not high enough by the doctor since the patient was diagnosed with acute coronary heart failure (acute chf). The initial result was 338 pg/ml and the repeat result was 335.4 pg/ml. As analyte-specific antibodies or an interference was suspected, the customer repeated the sample with dilutions. With a 1:2 dilution, the result was 324.7 pg/ml. With a 1:10 dilution, the result was 335.4 pg/ml. There was no allegation of an adverse event. The customer used cobas e 411 immunoassay analyzer serial number (B)(4). As no sample could be provided, further investigation was not possible. The investigation was unable to find a definitive root cause.